Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reported damage on the reservoir retainer ring. Customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the pump. Mmt-1812 will be returned for analysis.

Manufacturer narrative:
Pump received a cracked retainer ring. The sc1 cap locks properly into the reservoir compartment, however, a cracked retainer ring was noted during observation. Per observation, the knit line near the belt clip plate is normal. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and partially broken retainer. Cosmetic damage was confirmed at the retainer ring. Damaged retainer ring damage was confirmed. Reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.